Manufacturer narrative:
Results - a conclusive root cause could not be determined for the reported inability to advance, difficulty to remove, and stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery catheter (sds) was not returned, only the stent implant was returned. The stent implant was returned with blood and contrast visible. The stent implant was mangled up into a ball. There was a snare device attached to the mangled stent implant and was on the core of another company's guide wire. Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because only the stent was returned for evaluation. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, no anatomy information was reported, which may had aided in the determination of a root cause. Potential causes for stent dislodgement inside the body, as observed in past incidents, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Stent damage can occur during manufacturing, removal from packaging at the account, removal of the protective sheath, device preparation, or procedural attempt to position or retract the device. To help ensure these types of events are not the result of a manufacturing issue, all sds are inspected for proper stent placement, stent damage, and crimped stent outer diameter. Additionally, prior to lot release, a sampling of units is destructively tested to verify stent dislodgement force. The return of the sds, guiding catheter, and introducer sheath may have aided in the investigation and determination of a root cause. In this case, it is likely that the stent became damaged during the procedure and/or from handling of the device during packing/shipping back to abbott for evaluation, as there was no damage reported after removal of the device from packaging. It is possible the stent became damaged as a result of interaction with the anatomy and/or accessories and the damge interacted with the guiding catheter and introducer sheath upon removal of the device, which may have led to the stent dislodgment during retraction. Additionally, since a snare was used to retrieve the dislodged stent, it is likely that further stent damage may have occurred during retrieval leading to the mangled stents. The manufacturing records were reviewed and there were no nonconformacnes issued for the lot that could have contributed to this complaint. Therefore, there does not appear to be product quality issue associated with the lot; however, a conclusive root cause for the reported inability to advance, difficulty to remove, and stent dislodgement could not be determined. This MDR is considered close by the product performance group.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: stent dislodgement requiring medical intervention to prevent permanent impairment or injury. Device issue: stent dislodgement. It was reported that the first 2.5 x 28 mm rx xience v stent delivery system (sds) could not cross the lesion. Additional pre-dilatation was performed and a new 2.5 x 28 mm rx xience v sds was used, but it also could not cross the lesion. Upon attempting to retract the sds through the guiding catheter, resistance was met and the stent dislodged at the femoral sheath as the devices were being removed as a single unit. A snare was used to retrieve the dislodged stent and the stent was found to be extremely mangled. No additional event or patient information is available.